Event description:
It was reported that the doctor inserted the catheter into the right antecubital fossa of the pt for a routine procedure. The lumens were flushed prior to insertion and the insertion went smoothly. However, during aspiration the distal lumen aspirated air/bubbles. A second set was opened and used. The reported delay was the length of time it took to access the multiple kits. Reference MDR# 3006425876-2010-00065 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.